Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, that valve 6 was faulty on the cooler heater. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr replaced valve 6 on the cooler heater. With the valve replaced and preventative maintenance completed, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.